Event description:
It was reported that during a peripheral balloon angioplasty procedure, removal difficulties were encountered. The target lesion was located in the femoral artery. A 8.0mm x 40mm x 135cm sterling balloon catheter was used to treat the lesion. Upon removal, the balloon became stuck in the sheath. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the sterling catheter was received inside a sterling product pouch and shelf box that matched the information on the device. The catheter was inside an introducer sheath with the balloon extending out of the sheath. There was a syringe attached to the inflation port of the catheter. The balloon was partially inflated, as-received. There was contrast in the balloon and inflation lumen. The outer shaft was stretched and necked-down onto the inner shaft adjacent to the proximal balloon bond and 57.5cm from the edge of the strain relief. There was a shaft kink 73cm from the edge of the strain relief. Attempts to fully inflate and deflate the device with an inflation device were unsuccessful, likely due to the necked-down outer shaft blocking the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral balloon angioplasty procedure, removal difficulties were encountered. The target lesion was located in the femoral artery. A 8.0mm x 40mm x 135cm sterling balloon catheter was used to treat the lesion. Upon removal, the balloon became stuck in the sheath. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).